Event description:
The customer stated vrtx error 002 in task 40 occurred on the axsym analyzer three times after installing the drugs of abuse (doa) assay disk version 8.0 and calibrating the assay. The customer cycled power and reinstalled the software without issue, but encountered the error again when running the amphetamine assay. Abbot field service formatted the hard drive, reloaded axsym system software version 6.0, and reloaded the doa assay disk version 8.0. When the cutoff parameters were adjusted after service, the error reoccurred. A copy of the system software in use was returned to abbott for further investigation. No impact to pt management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.